Event description:
Inserted 2 bioraptor anchors successfully. Third anchor-passed the suture through the labrum, used drill guide to drill the hole, removed the drill and drill guide from the joint. Inserted the suture into the bioraptor eyelid: advanced loaded suture anchor into operative cannula; surgeon left slack on the suture before inserting it into prepared hole. Surgeon struggled to find the prepared hole to angle the anchor into the prepared drilled hole therefore, he found the hole advanced into the prepared hole as he advanced the anchor into hole the tip of the anchor broke off. Some of the glenoid bone was pushed up into joint as he inserted the anchor into the prepared hole. Per malfunction report, the anchor was stuck in the prepared hole; not able to remove it we tried it didn't work.

Manufacturer narrative:
(B)(4).